Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, following closure with a mynx ace vascular closure device and mynxgrip vascular closure device, the patient died of hemorrhagic shock. The patient pursuant to admission examination was found to have palpable pulses that were significantly diminished in the left and right common femoral arteries; no palpable pulses in the feet; monophasic waveforms in the right posterior tibial artery; no dopplerable pulse in the posterior tibial artery on the left; the left foot was cool; neurosensory and motor function of the left foot were intact; and the patient had a significant amount of left foot pain. The following surgical procedures were performed: ultrasound-guided percutaneous access to the proximal right common femoral artery; aortoiliac angiography with interpretation and supervision of all films; bilateral lower extremity runoff with interpretation and supervision of all films; percutaneous stent placement in the distal right external iliac artery (6x5 heparin-coated viabahn self expanding stent; open stenting to the distal left external iliac artery (7 mm x 5 cm heparin-coated viabahn self expanding stent); percutaneous balloon angioplasty to the right external iliac artery stent; open balloon angioplasty to the left external iliac artery stent; open thrombectomy of the left femoral to posterior tibial artery (3 x 8 balloon); selective catheter placement in the left distal posterior tibial artery via second order technique. Mynx ace vascular closure device and mynxgrip vascular closure device were used in and around the patient's right groin. Immediately after surgery, the patient was transferred to the post-operative care unit. Approximately, one hour after completion of the procedures listed, the patient experienced hypotension and became pale with fullness in his right lower quadrant, left lower quadrany, and surprapubic region. At or about the time of discovery of the patient's hypotension, paleness, and fullness in the right lower quadrany, left lower quadrany, and suprapubic region, the patient was taken back to the operating room. The patient was diagnosed with hemorrhagic shock due to retroperitoneal bleed and taken for exploration surgery. Cardiopulmonary resuscitation measures began, and the patient's abdomen was prepped with betadine solution from his abdomen to his knees, and surgical dressing was removed. A midline laparotomy incision was performed with dissection using bovie electrocautery down through subcutaneous tissues and fascia, with entry made into the peritoneal cavity proximally whereby the fascia continued to be opened distally and arterial blood was discovered in the suprapubic region which was identified as an acute arterial bleed. The arterial bleed was found in the space of the retzius which was ligated and tied off. Bleeding was found to be coming from the right common femoral artery stick. After closure, of the patient's surgical wounds, the patient was found to be hypovolemic, found to be in hemorrhagic shock.

Manufacturer narrative:
Complaint conclusion: as reported, following closure with a mynx ace vascular closure device and mynxgrip vascular closure device, the patient died of hemorrhagic shock. The patient pursuant to admission examination was found to have palpable pulses that were significantly diminished in the left and right common femoral arteries; no palpable pulses in the feet; monophasic waveforms in the right posterior tibial artery; no dopplerable pulse in the posterior tibial artery on the left; the left foot was cool; neurosensory and motor function of the left foot were intact; and the patient had a significant amount of left foot pain. The following surgical procedures were performed: (1) ultrasound-guided percutaneous access to the proximal right common femoral artery; (2) aortoiliac angiography with interpretation and supervision of all films; (3) bilateral lower extremity runoff with interpretation and supervision of all films; (4) percutaneous stent placement in the distal right external iliac artery (6x5 heparin-coated competitor self-expanding stent; (5) open stenting to the distal left external iliac artery (7 mm x 5 cm heparin-coated competitor self-expanding stent); (6) percutaneous balloon angioplasty to the right external iliac artery stent; (7) open balloon angioplasty to the left external iliac artery stent; (8) open thrombectomy of the left femoral to posterior tibial artery (3 x 8 balloon); (9) selective catheter placement in the left distal posterior tibial artery via second order technique. Mynx ace vascular closure device and mynxgrip vascular closure device were used in and around the patient's right groin. Immediately after surgery, the patient was transferred to the post-operative care unit. Approximately, one hour after completion of the procedures listed, the patient experienced hypotension and became pale with fullness in his right lower quadrant, left lower quadrant, and surprapubic region. At or about the time of discovery of the patient's hypotension, paleness, and fullness in the right lower quadrant, left lower quadrant, and suprapubic region, the patient was taken back to the operating room. The patient was diagnosed with hemorrhagic shock due to retroperitoneal bleed and taken for exploration surgery. Cardiopulmonary resuscitation measures began, and the patient's abdomen was prepped with betadine solution from his abdomen to his knees, and surgical dressing was removed. A midline laparotomy incision was performed with dissection using bovie electrocautery down through subcutaneous tissues and fascia, with entry made into the peritoneal cavity proximally whereby the fascia continued to be opened distally and arterial blood was discovered in the suprapubic region which was identified as an acute arterial bleed. The arterial bleed was found in the space of the retzius which was ligated and tied off. Bleeding was found to be coming from the right common femoral artery stick. After closure, of the patient's surgical wounds, the patient was found to be hypovolemic, found to be in hemorrhagic shock. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Retroperitoneal hemorrhage (or retroperitoneal hematoma) refers to an accumulation of blood found in the retroperitoneal space. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Potential contributing factors to retroperitoneal bleeds include stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Additionally, it was reported that the patient¿s palpable pulses were significantly diminished in the left and right common femoral arteries, which indicates the access site was likely diseased. Hemorrhagic shock is a condition produced by rapid and significant loss of intravascular blood volume, such as during a retroperitoneal bleed, which may lead sequentially to hemodynamic instability, decreased oxygen delivery, decreased tissue perfusion, cellular hypoxia, organ damage, and death. According to the safety information in the instructions for use, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned in the instructions for use, which is not intended as a mitigation, ¿do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. The safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion is being corrected. Complaint conclusion: as reported, following closure with a mynx ace vascular closure device and mynxgrip vascular closure device, the patient died of hemorrhagic shock. The patient pursuant to admission examination was found to have palpable pulses that were significantly diminished in the left and right common femoral arteries; no palpable pulses in the feet; monophasic waveforms in the right posterior tibial artery; no dopplerable pulse in the posterior tibial artery on the left; the left foot was cool; neurosensory and motor function of the left foot were intact; and the patient had a significant amount of left foot pain. The following surgical procedures were performed: (1) ultrasound-guided percutaneous access to the proximal right common femoral artery; (2) aortoiliac angiography with interpretation and supervision of all films; (3) bilateral lower extremity runoff with interpretation and supervision of all films; (4) percutaneous stent placement in the distal right external iliac artery (6x5 heparin-coated competitor self-expanding stent; (5) open stenting to the distal left external iliac artery (7 mm x 5 cm heparin-coated competitor self-expanding stent); (6) percutaneous balloon angioplasty to the right external iliac artery stent; (7) open balloon angioplasty to the left external iliac artery stent; (8) open thrombectomy of the left femoral to posterior tibial artery (3 x 8 balloon); (9) selective catheter placement in the left distal posterior tibial artery via second order technique. Mynx ace vascular closure device and mynxgrip vascular closure device were used in and around the patient's right groin. Immediately after surgery, the patient was transferred to the post-operative care unit. Approximately, one hour after completion of the procedures listed, the patient experienced hypotension and became pale with fullness in his right lower quadrant, left lower quadrany, and suprapubic region. At or about the time of discovery of the patient's hypotension, paleness, and fullness in the right lower quadrany, left lower quadrany, and suprapubic region, the patient was taken back to the operating room. The patient was diagnosed with hemorrhagic shock due to retroperitoneal bleed and taken for exploration surgery. Cardiopulmonary resuscitation measures began, and the patient's abdomen was prepped with betadine solution from his abdomen to his knees, and surgical dressing was removed. A midline laparotomy incision was performed with dissection using bovie electrocautery down through subcutaneous tissues and fascia, with entry made into the peritoneal cavity proximally whereby the fascia continued to be opened distally and arterial blood was discovered in the suprapubic region which was identified as an acute arterial bleed. The arterial bleed was found in the space of the retzius which was ligated and tied off. Bleeding was found to be coming from the right common femoral artery stick. After closure, of the patient's surgical wounds, the patient was found to be hypovolemic, found to be in hemorrhagic shock. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Retroperitoneal hemorrhage (or retroperitoneal hematoma) refers to an accumulation of blood found in the retroperitoneal space. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Potential contributing factors to retroperitoneal bleeds include stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Additionally, it was reported that the patient¿s palpable pulses were significantly diminished in the left and right common femoral arteries, which indicates the access site was likely diseased. Hemorrhagic shock is a condition produced by rapid and significant loss of intravascular blood volume, such as during a retroperitoneal bleed, which may lead sequentially to hemodynamic instability, decreased oxygen delivery, decreased tissue perfusion, cellular hypoxia, organ damage, and death. According to the safety information in the instructions for use, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned in the instructions for use, which is not intended as a mitigation, ¿do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. The safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.